Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose level was 400 mg/dl at the time of incident. The customer reported the insulin pump stopped delivering insulin overnight. The customer changed his infusion set and blood glucose remained high 500 mg/dl. The customer treated with manual injections. The customer experiences issues when delivering dual wave boluses. The customer did not troubleshoot the issue. The customer states the insulin pump is working fine. The customer will not be return the insulin pump for analysis.